Event description:
It was reported that during an implant, it was believed that the suture sleeve migrated down the lead and into the vein. It could not be seen. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.